Manufacturer narrative:
(B)(4). G2: foreign - event occurred in hong kong. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the packaging was opened and discovered that there was a hair found on the bearing. There was approximately a 5 minute delay while another implant was prepared to be used. No patient consequences were reported as a result of the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Visual evaluation of the returned product found the packaging was previously opened. A hair-like fiber was found on the device. As the product was returned opened, the source of the debris cannot be confirmed. Medical records were not provided for review. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.